Manufacturer narrative:
A specific cause for the reported event could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. The referenced chronic driveline infection occurred prior to heartmate 3 us approval. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). The patient has a history of a chronic driveline infection that started on (B)(6) after an accidental pull on the driveline. Wound cultures were positive for (B)(6) at that time. The patient was placed on home IV antibiotics; however, the infection was not improving. It was reported on (B)(6) that the patient was admitted to the hospital on (B)(6) for a planned surgical incision and drainage with driveline revision. The infection reportedly is ongoing. No additional information was provided.